Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2014 at 20:59:45. During night drain cycle three, the patient's ultrafiltration reading was 2083ml, indicating the home patient (hp) drained 2083ml more than their maximum programmed fill volume of 2000ml. No further information was available.

Manufacturer narrative:
(B)(4).the device was returned to baxter, and the evaluation is complete. The increased intra peritoneal volume (iipv) event was identified in an event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device passed rite testing. The cause was determined to be a use error. The minimum drain volume percentage was set too low resulting in an incomplete drain. The homechoice apd systems trainer's guide provides the warning "if you set the minimum drain volume percentage too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.